Event description:
It was reported by the customer that "when aspirating from the side port of the PICC stylet he notices air coming out where the rubber stopper and style join/meet. When flushing he notices fluid coming out of the same area."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regw0935 showed no other similar product complaint(s) from this lot number.